Event description:
The customer reported the surgeon inserted the +21.5 cc4204a collamer single piece lens and the lens did not unfold or seat properly in the eye. This is the second lens the surgeon inserted in this patient and had to remove. They later discovered the event was the result of the surgical technician was not folding the lens properly during loading. Reporter stated the event was due to a user error and not related to the lenses. See MFR report# 2023826-2015-00848 for the other event involving this patient.

Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens exchange was performed to address lens damage noted upon insertion. Incision was enlarged for lens removal and another one was successfully implanted. According to the report from the facility, dated on (B)(6) 2015, the cause of the event was user error during loading. Surgical technician folded the lens in the double slotted cartridge incorrectly and lens was torn by cartridge upon closing. Conclusion code (evaluation conclusion): based on the complaint history, product evaluation, and medical review, the cause of the event was user error during loading. (B)(4).

Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found 1 similar complaint. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Visual inspection of the returned lens showed half of both haptics and half of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
According to the information dated on (B)(6) 2016 this lens was used as a replacement lens and the same issue (lens tear) occurred due to a user error during loading. This lens was removed without incision enlargement and no other tissue damage was reported. A work order search was performed and no similar complaints were found. (B)(4).